Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The target lesion was located in a severely calcified proximal left anterior descending artery. An apex monorail 12mm x 3.25mm balloon catheter ruptured at 6 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).